Manufacturer narrative:
(B)(4). Additional concomitant medical products: femoral component, catalog #: 00576401451 lot #: 63246840; stemmed tibial component, catalog #: 00598002702 lot #: 63190457; articular surface, catalog #: 00596402210 lot #: 63183142. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent primary left total knee arthroplasty. Subsequently the patient reported moderate pain. Also, during the one year post operative exam it was noted that there was abnormal patella tracking, displacement offset tracking subluxation. There are no medical interventions noted at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint is confirmed by review of medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies.medical records were provided and reviewed by a health care professional. Review of the available records from the initial surgery identified no complications. Review of the post-operative clinic visit records identified the patient was experiencing pain and abnormal patella tracking. Displacement offset tracking subluxation was noted. Per the nexgen all-poly patella package insert, pain and dislocation are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.